Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer followed technical support instructions to attempt multiple button presses, remove pump from case, and try several known working power sources without success, then agreed to use multiple daily injections as backup insulin therapy while pump was replaced; technical support arranged shipment of replacement pump, instructed customer to place failed pump in storage mode and return it using prepaid label, and advised that customer would need to re-enter pump settings and reconnect continuous glucose monitor on replacement device.